Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2023 in order to reposition the implanted device. This report is submitted on april 27, 2023

Manufacturer narrative:
This report is submitted on march 10, 2023

Event description:
Per the clinic, the patient experienced a migration of the electrode resulting in no stimulation to sound. There are plans to explant the device. The implant remains in-situ.